Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was variable threshold on the right ventricular (rv) lead. There was also a gradual increase to high threshold on the left ventricular (lv) lead. The leads remain in use. No patient complications have been reported as a result of this event.